Event description:
My daughter came to me saying she didn't feel well. She said she felt like she was in dka. And she wanted to check her ketones. She checked them and they were moderate, then I told her to poke her finger, her blood sugar was 517 and her dexcom g7 was reading her sugar at 179.